Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection revealed that the bladder was ruptured. Microscopic examination of the bladder was performed, and markings on the exterior surface of the bladder were observed near the rupture line. The reported condition was confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume folfusor ruptured during filling with sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Lot number 13n010 was manufactured between december 10, 2013 ¿ december 11, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation information: the cause of the rupture could not be determined. Should additional relevant information become available, a follow-up medwatch will be submitted.